Manufacturer narrative:
System analysis/service repair on june 16, 2015: the reported ¿error 961 fiber connector over temperature¿ issue was confirmed and it was determined to be result of faulty resonator. The resonator s/n (B)(4) was replaced with s/n (B)(4); water reinstalled and performed new calibration. The system was tested and verified to meet manufacturer¿s specifications. The resonator s/n (B)(4) was returned to manufacturer on june 30, 2015. Product evaluation summary: the resonator s/n (B)(4) was evaluated on july 08, 2015. The evaluation revealed that the reported ¿error 961¿ issue could not be reproduced. The red and black cable for diode were not grounded. The diode was replaced due to missing shorting bar, coupler cable assembly, red and black diode cable and desiccant were replaced. The resonator was realigned and a new test report was completed.

Event description:
It was reported that during a surgical procedure error 961 occurred, "fiber connector over temp." Three fibers were used prior to converting to an alternate procedure (turp) to complete the case. Reportedly, the patient / user didn't sustain any injury.